Event description:
This lead was returned with oos documentation from a biotronik rep. This lead was sensing inappropriately and the sys was giving inappropriate shocks. The ventricle lead was repositioned once, and when the inappropriate sensing and shocks continued the whole sys was removed. After the sys was exchanged the dr and rep were told the pt had been sleeping on an electric bed. Also removed: lumax 340 dr-t, 1028232-2008-00215. Linox sd 65/16, 1028232-2008-00214.